Event description:
Information was received that incident occured at testing facility; no patient involvement.

Manufacturer narrative:
B5, h6: additional information. One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Pump underwent functional motor testing. Error code 41622 was not duplicated during motor run test, unable to confirm the reported customer complaint.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "error 41622". No reported adverse effect.